Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results, which also tested (B)(6), while using the prism (B)(6) assay. During a retrospective review of archived samples the blood donor was thawed and retested using the roche cobas method and a (B)(6) result was generated. The following data was provided: (B)(6). Archived sample (B)(6): the erythrocyte mass from the blood donation were provided for transfusion. (B)(6). No impact to any recipients of the blood products has been reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return sample (sample ID (B)(6)) were received and tested with prism hcv reagent lot 55289li00. The result was non-reactive. Therefore, the customer's observation was repeated. Furthermore supplemental testing was performed by using mikrogen recomline hcv igg and inno-lia hcv score.. The sample ids (B)(6) gave borderline results with mikrogen recomline hcv igg. The bands core 1(+), core 2 (+/-), helicase (+/-), ns3 (+/-) and ns4 (+/-) were detected for sample ID (B)(6). The bands core 1 (+), ns4(+/-) were detected for sample ID (B)(6). Inno-lia hcv score detected the c1 (+/-) band for both sample ids (B)(6). The interpretation of the results was negative. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, (which was used to test the return sample) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9041). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Based on this investigation, it is determined that prism hcv assay kits, lot number 55289li00 is performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: (B)(4) is being replaced by (B)(4).